Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had erratic blood glucose levels. Customer stated that he does not think the bolus amounts are going through. Customer put insulin in to compensate. Customer's blood glucose level was 360 mg/dl. Customer feels tired and sleepy. Customer does not have a back-up plan. Customer is wearing a sensor and it does not warn him when his blood glucose gets to 70-200 mg/dl. Customer ran a manual prime and the insulin did exit the tubing. Customer was assisted with correcting the time and date. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Customer was advised to change the entire set, insulin, and reservoir. Customer will call back to complete the displacement test. No further assistance needed.